Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned product confirmed the device was fractured and exhibited signs of use (striations). Dimensional analysis determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As it was reported that the single-use device was reused, the root cause is attributed to use error and failure to follow instructions. The device is indicated to be single-use on the label. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the drill pin fractured upon insertion. The complainant further noted that the single-use device had been reused. No adverse events were reported as a result of this malfunction.

Event description:
It was reported during knee arthroplasty that the drill pin fractured upon insertion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.